Event description:
The rptr stated that the set was cracked and leaked during infusion of hyperalimentation. The line backed up and a minimal amount of blood was lost. There was no pt injury or treatment associated with this issue.